Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called for instruction on how to turn the ins on/off. During the call the patient reported that on (B)(6) 2019 they had a manual pat down at the airport, but tsa then required them to go into x-ray equipment and it tripped off the stimulator. They stated they later went to the doctor and had the ins reset and changed programs to resolve the issue. No patient symptoms were reported. No further complications were reported or anticipated.